Event description:
The customer reported that the dfm100's paddles both had sternum labels on them. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There is no indication of patient involvement.